Event description:
It was reported that during a procedure performed on (B)(6) 2013, upon assembling the (B)(4) reform lock-screw into the tulip of the reform polyaxial pedicle screw, metal shavings peeled off and had to be removed from patient's wound. The procedure was completed using another set screw that was readily available.

Manufacturer narrative:
Engineering evaluation of the returned lock screw noted extensive damage to the first two threads consistent with cross threading. The opposing threads, found to be intact, were checked with a mating part and no issue was noted with the fit of the threads. Review of receiving inspection reports for (B)(4) lot 0059bg, found a total of (B)(4) units of this lot were received from the supplier and released for distribution in (B)(4) 2013 with no deviation or anomalies. Review of complaint history did not find any additional issues of this nature reported for the part/lot involved in this event. There was one additional report of stripping for this part number with a different lot but no loose metal shavings were reported. Root cause is attributed to user error/surgical technique. Associated instructions for use, reform pedicle screw system, states under intraoperative:" during construct assembly do not cross thread locking cap screws. Rotate locking cap screws counter clock wise for 1 to 2 revolutions in screw head before attempting to thread locking cap screw into screw head."